Event description:
It was reported by the rep that the device was used during a laparoscopic hellar myotomy. It was reported during the case, the gaskets were torn on a total of twenty-four trocars. The surgeon replaced the trocars with new trocars, after a number of trocars were replaced. A new code lot number was discovered, and these new trocars were used to replace the torn gaskets. The customer pulled three different lot codes from the hospital for returns. Two of the used trocars are being returned. The hospital did not save all used trocars. There was no consequence to the pt.